Manufacturer narrative:
(B)(4). Conclusion - the equipment was not evaluated after the treatment date which occurred on (B)(6) 2012. Customer indicated that the initial surgery was uneventful. The clinic reported this event only and did not request field service or clinical support. All pertinent information available to amo at the time of this report has been submitted.

Event description:
Patient underwent uneventful ilasik on (B)(6) 2012, both eyes (ou). Presented at 1 day post-op complaining of foreign body sensation (fbs) left eye (os) and decrease in vision os. Visual acuity sans corrected (vasc) at 1 day 20/30 right eye (od), 20/60 (os). Slit lamp evaluation (sle): noted macro striae os. Patient brought back to the laser suite and flap was lifted and stretched os. Flap check 4 hours later noted flap in position and bandage contact lens (bcl) in place os. Vasc 20/30- os.